Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented in clinic for follow-up. High voltage circuit damage was observed when patient was in ventricular tachycardia. Device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was noted on the device can; further analysis indicated the presence of lead material. The device was tested on the bench and an anomalous transistor was noted.